Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an abg ii stem was reported. The event was confirmed via evaluation of the returned devices. Method & results: product evaluation and results: the metal head and the mated stem were returned for evaluation. The stem was fractured at the neck close to trunnion. Significant wear damage was noticed within the metal head taper area. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The stem fractured in overload at the point of wear. This has been documented as part of CAPA. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that due to pain and limb shortening. During the surgery it was noticed that a partial fracture of the stem cone and significant abrasion on the surfaces of the stem cone, head and polyethylene insert. The metal head and the mated stem were returned for evaluation. The stem was fractured at the neck close to trunnion. Significant wear damage was noticed within the metal head taper area. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The stem fractured in overload at the point of wear. This has been documented as part of a CAPA. No further material analyses were performed. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The patient reported to the hospital and was admitted to the orthopedics department due to pain and limb shortening. The performed diagnostics revealed incorrect positioning of the hip joint prosthesis components, in particular the stem and head (suspected stem fracture). During the revision of the hip arthroplasty, a partial fracture of the stem cone and significant abrasion on the surfaces of the stem cone, head and polyethylene insert was reported. During the revision procedure, the patient was fitted with the stryker system: restoration modular stem, ceramic head, polyethylene insert. Due to the correct seating, the acetabular element was left in the operator's decision.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient reported to the hospital and was admitted to the orthopedics department due to pain and limb shortening. The performed diagnostics revealed incorrect positioning of the hip joint prosthesis components, in particular the stem and head (suspected stem fracture). During the revision of the hip arthroplasty, a partial fracture of the stem cone and significant abrasion on the surfaces of the stem cone, head and polyethylene insert was reported. During the revision procedure, the patient was fitted with the stryker system: restoration modular stem, ceramic head, polyethylene insert. Due to the correct seating, the acetabular element was left in the operator's decision.